Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 61 mg/dl at the time of the event. The insulin pump was programmed correctly. The customer was disconnected during priming. Troubleshooting could not be completed at the time of the report. The customer stated that he will call back to complete troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.